Manufacturer narrative:
Pt code: 3189 - labeled na; device code: 1057 - unlabeled. Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to an electrically leaky filter, designator fl9 on the analog pcb assembly. The customer was provided with a replacement device.

Event description:
It was initially reported that the device had illuminated charge-pak and attention icons. There was no patient use associated with the reported failure. Upon evaluation by physio-control, it was observed that the internal batteries in the device had been so depleted that the device did not have sufficient power to deliver defibrillation therapy.

Event description:
Do not process!!!